Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was reported due to ¿eating outside non-veg soup¿; therefore the cause of the event will remain unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with injection meropenem (1gm once a day, intraperitoneal, ongoing) and tablet fluconazole (400mg once a day, oral, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.